Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been experiencing unsatisfactory therapy due to receiving stimulation in an unintended area. X-rays were taken and revealed that one of their leads had migrated and was located at the ipg pocket site. Reasonable therapy was able to be obtained by using the patient's other lead via reprogramming. The patient may undergo surgical intervention on a later date to address the issue.